Event description:
False negative urine hcg results. No other details are available.

Manufacturer narrative:
Control lot: 25miu/ml hcg, urine control - lot: hcg080821-03, 100miu/ml hcg urine control - lot: hcg081008-01, 217.7iu/ml hcg urine - lot: hcg081020-01. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 217.7iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Conclusion: the retention devices meet qc spec. No false negative result was observed. So this complaint is not confirmed. Nothing abnormal found in batch review, and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.